Event description:
The pt reported experiencing elevated blood glucose of 280 mg/dl. The pt believes the infusion device does not accurately deliver insulin. The patient's normal blood glucose range is 80-140 mg/dl. No further info is available. The pt did not require assistance from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.